Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was greater than 5 cm. Iliac morphology not reported. It was reported that the devices were successfully implanted and a right fem-pop bypass was performed; which was assessed as unrelated to the stent graft procedure. The following day the patient had low hct and low hgb which required a transfusion of 1 unit prbc. Two days post index procedure it was reported that the patient had a fever and was started on antibiotics. Three days post index procedure, the patient had a thrombocytopenia; which was assessed as related to the device and the procedure. It was noted that the patient had a decreased platelet count post operatively. Hematology consulted and will follow on an outpatient bases. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4): fever, unknown cause of event.